Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a failed pulse width screening test. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a failed pulse width screening test. To correct the condition, the mechanism assembly was replaced. If any additional information is received, a follow up MDR will be sent.